Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging a cracked display on the patient's one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the reporter mentioned that the patient was on vacation in (B)(6) and on (B)(6) 2010, he noticed that the display on his ultralink meter was cracked. Due to the alleged issue, he continued to take his usual dosage of medication. Approximately 12 hours later, he developed symptoms of feeling cold, sweaty and was disoriented. The patient did not seek any medical attention or contact his physician for assistance. The product was replaced. No further clinical information was provided. It would have been helpful to know the how the display got cracked, how long symptoms lasted and whether the patient treated themselves for the symptoms. The complaint is being reported since the patient alleged that due to the cracked display, he was unable to test and later developed symptom suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.